Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and the issue relating to gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the gel was discovered to be smeared in tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the gel has spread in the tube and is not on the bottom. Our customer states that there is a defect in the product and is now unusable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the gel was discovered to be smeared in tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the gel has spread in the tube and is not on the bottom. Our customer states that there is a defect in the product and is now unusable.